Event description:
They could not insert bsx is1/df1 lead into mdt ICD. Pin would not go fully in and impedance>200 was result. Do not know final outcome of case. The issue of increased insertion forces with bsx leads into mdt icds was discussed. I got the answer, from a reliable bsx source. All of the screw in leads have a sleeve in it, to allow the distal pin to rotate. The sleeve is made of 3 hard material, called peek. The hard material under the is-1 rings, over time create a swelling of the rings, thus the increased insertion forces. Tine leads have not demonstrated this issue, and do not have the peek material sleeve. No specific fix. 604126658. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).